Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged package was observed. Additionally, a misplaced shelf pack product label and a shelf pack missing a label was observed. Two (2) retention shelf packs from bd inventory were evaluated by visual examination and the issue of damaged shelf pack, missing label or misplaced label was not observed. Outer packaging is not kept onsite for retention testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged packaged, misplaced shelf pack label, and missing shelf pack label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h. 10.

Event description:
It was reported prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes that damage occurred to the outer packaging. A missing shelf pack label and double shelf pack label were discovered during investigation of the damaged package. There was no health impact or consequence reported.